Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to a user error. The customer reseated the communication cables between clv-190 and cv-190 which resolved the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer indicated that another scope was tried and had the flickering image, the customer checked the video cable connections and was getting color bar image. The customer called back to indicate the issue has been resolved and that it was a user error. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during a diagnostic procedure, the visera 4k uhd camera control unit had a flickering image when a scope was connected to it. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.